Event description:
It was reported that the user contacted support to request a factory reset of the ilet bionic pancreas after using an incorrect meal size during the learning period, which led the system to maladapt breakfast announcements following meals with carbohydrate amounts two to three times higher than usual. The user experienced an elevated blood glucose peak of 400 mg/dl with no associated clinical symptoms. Outcomes included successful troubleshooting and education with no long-term health impact. User support included guided device troubleshooting and a factory reset. Investigation of this case revealed user-induced maladaptation of meal announcements due to atypical, larger-than-normal meal entries rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user input leading to algorithm maladaptation, resolved by reinitialization and education.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.